Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: aug 26, 2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection was performed on the suspect product. The plunger rod was found fully advanced with viscoelastic residue identified through the length of the cartridge. The lens module was inspected and presented with no damage; however, viscoelastic residue was identified in the lens module. The cartridge was inspected and presented with no damage or foreign material. The received specimen cup was inspected, and a particle was identified. Further evaluation of the particle revealed that the material is a mixture containing amide wax and silicone. The fourier transform infrared (ftir) raw data spectrum was compared against the manufacturing process ftir library and did not yield any results with at least a 0.90000 correlation matching the composition of the identified particle. The top hit was ¿n/a demolding tube¿ with a 0.790015 correlation. The complaint issue "product loose particles" was not identified during photograph and product evaluation. Based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: unknown, as information was requested but not provided. Section d6b - explant date: unknown, as information was requested but not provided. (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the end of the injector of the preloaded intraocular lens (iol) detached and went into the patient's eye. No consequences for the patient as the foreign body was removed using a specific medical device by the ophthalmic surgeon. No further detail was provided.